Manufacturer narrative:
(B)(4) - there is no documentation in the complaint supporting a possible association between the liberty cycler and the events of catheter problems, hospitalization or peritonitis. Additionally, there is no allegation against any fresenius products and the events of catheter problems, hospitalization and subsequent diagnosis of peritonitis. Additional information related to the patient's history, comorbidities, and hospital course is needed to determine potential causality. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 it was discovered during a follow up call that this patient on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 due to peritonitis. The patient initially stated she was hospitalized on (B)(6) 2017 ¿due to fluid overload as a result of not properly draining during ccpd therapy for 2 days.¿ however, during a follow call to the patient on (B)(6) 2017 it was revealed that during hospitalization the patient was diagnosed with peritonitis, was treated with unspecified antibiotics (dose and duration also unknown). However the patient continued ccpd therapy during hospitalization using a hospital cycler. The patient stated she was discharged (B)(6) 2017 from the hospital ¿feeling better ¿and resuming ccpd therapy. On (B)(6) 2017, a call to the peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized for peritoneal dialysis (pd) catheter problems and the pdrn declined to provide further details related to the pd catheter. The pdrn confirmed that the patient was not fluid overloaded. However, the pdrn did not mention the peritonitis as reported by the patient. Additionally, the pdrn declined to provide any patient information or medical records.